Event description:
The customer reported that the elevator channel plug on the subject device was loose. The issue was found during reprocessing. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was no ultrasound image displayed on the monitor. This report is being submitted for the malfunction [no image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: ultrasound image was lost due to ultrasound probe breakage. Ultrasound image was lost due to the ultrasound cable disconnection. Ultrasound image was lost due to the failure of the pc board. The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system. Warnings and cautions or precautions. Storage of the ultrasonic cable. During inspection and testing, service observed a leak in the auxiliary water flow due to a loose elevator channel inlet. A leak was observed in the light guide tube due to a perforation. A leak was observed in the instrument channel due to tears in the channel. In addition, the um image had three broken elements. The probe unit had scratches. The objective lens and light guide lens were scratched. The control body had scratches. The scope cover plate was missing. The probe unit had a minor dent. The rubber adhesive was cracked. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.